Event description:
It was reported that the arctic sun device failed as it had low flow issues. Per sample evaluation results received via task on 13mar2025, it was reported that the device was failed to heat or cool properly. Per follow up information received via mail on 14mar2025, the device had low flow issues. The system will be sent to crawley technical services, not there yet. A patient was on the device. There was no harm to the patient, but the device did not do the job that it should have done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty pressure transducer. The arctic sun 5000 was evaluated. During the onsite evaluation, (arctic sun 5000) 02 low flow was displayed by the device. During the depot evaluation (arctic sun 5000) no error code observed. Pressure transducer was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed as it had low flow issues. Per sample evaluation results received via task on 13mar2025, it was reported that the device was failed to heat or cool properly. Per follow up information received via mail on 14mar2025, the device had low flow issues. The system will be sent to crawley technical services, not there yet. A patient was on the device. There was no harm to the patient, but the device did not do the job that it should have done.